Manufacturer narrative:
Device evaluated: analysis of the pump found a non-significant anomaly of motor o-ring wear.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
Additional information was received indicating the pump was replaced on (B)(6) 2015. The battery was depleted, and a healthcare provider reported an end of battery life. The newly implanted pump was programmed to deliver morphine 20 mg/ml at 4.999 mg/day in simple continuous mode.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient currently receiving morphine (20 mg/ml at 4.703 mg/day) via an implantable pump; the pump had previously delivered morphine (10.0 mg/ml at 4.316 mg/day). The indication for use was non-malignant pain and post lumbar laminectomy syndrome. The patient's history included being born with a degenerative spinal condition. She had a spinal fusion surgery and bone graft in 1979. The patient had a really bad fall on (B)(6) 2008 where she landed on concrete. When she was falling she curled up into a ball and her lower hip area up to her shoulder blades was impacted. The hcp (healthcare professional) tried pain patches, shots and everything else prior to prescribing the pump in 2009. On (B)(6) 2015 the patient reported that she had a hernia repair in (B)(6) 2012 and one of her hernias was right where the pump was at. Per the patient, "whenever all the gas went out of her body, the pump fell into that area and keeps bumping it and she has a constant bruise on her body." The patient was planning to work with her hcp to have the pump repositioned with her upcoming pump replacement to eliminate the issue. The hcp wanted to see her in (B)(6) 2015 to discuss pump replacement. On (B)(6) 2015, the pump estimated eri (elective replacement indicator) was 6 months. Additional information was received from a consumer on (B)(6) 2015 and it was reported that the patient would hit the very top of the pump now when she leaned over/bent sideways on the left side/upper pocket area. It was causing her discomfort. The patient stated that as her body healed from the hernia surgery it caused the pump's position to shift. The pump was now uncomfortable when she moved a certain way or bent over the metal railing on their bed. She knew she had to be careful and move a certain way to avoid hitting the pump against the metal railing or causing discomfort.

Event description:
Additional information was received from a consumer on (B)(6) 2015 and it was reported that the patient had not notified her physician about hitting the top of the pump when she leaned or bent over. She had an appointment scheduled with the physician on (B)(6) 2015. The nurses at the pain clinic were aware of her hitting the top of her pump when she bent over.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.